Manufacturer narrative:
Updated d4, h2, h6.

Manufacturer narrative:
It was reported that the "pilon fusion plate broke in two pieces post operatively. Hardware was removed. A screw head brokeoff as well during removal. Screw was left in bone." It was reported that "hardware was removed and new plate was implanted. Case was completed with no other issues". No injury was reported related to this incident. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Pilon fusion plate broke in two pieces post operatively.